Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: product ID d224drg ICD, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient presented to the emergency department after receiving shocks and hearing the device alert. A remote transmission showed a lead integrity alert (lia) and a right ventricular (rv) bipolar lead impedance warning for high rv pacing impedance. The rv lead also showed noise and oversensing. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.